Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) glucose readings were visible in the dexcom app but not on the ilet, consistent with a pairing failure between the sensor and the pump; support guided the user to re-enter the sensor code and initiate pairing mode after the user previously received a pairing failed alert. No adverse clinical symptoms were reported. Outcomes included no alerts or alarms and no medical intervention. User support included guided troubleshooting and user education to re-enter the sensor pairing code and attempt re-pairing. Investigation of this case revealed a suspected communication or pairing issue between the cgm transmitter and the ilet without evidence of device malfunction beyond the pairing failure. It was concluded, based on previously established findings for similar reports, that user setup or connectivity factors were the likely cause.